Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited high capture threshold. The right atrial lead was capped on (B)(6) 2022. The patient status was unknown.

Event description:
New information received notes that the issue was discovered when patient was presented for a follow-up in clinic. The lead was not replaced due to the patient being occluded. The patient was in stable condition.